Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The defibrillator conductor was distorted at 38.5 cm medial section. It appears the proximal end of the exposed svc coil got caught on something and was distorted.

Event description:
It was reported that during the implant procedure, there were issues when inserting the lead into the 9 fr safe sheath. The device was not implanted. No patient complications have been reported as a result of this event.